Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported most of the cannulas from this box have leaked. No adverse event reported; was able to self-treat. Requested return of the alleged device for evaluation.